Event description:
Device 2 of 2. Refence MFR. Report: 1627487-2013-13549. The patient has two leads from different lot numbers, reporting on both leads. It was reported that patient had lost parasthesia in her left leg and would like her lead replaced. A sjm representative met with the patient and confirmed the issue, contacts 9-16 were invalid. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.